Event description:
Two (2) input ps introducer devices were intended to be used in ablation procedures. As per IFU, the introducers were flushed with saline and then put into the vessel access. The physician reported that immediately after the sheath insertion an episode of dyspnea occurred followed by sinus tachycardia and saturation level decrease (ap 110/80 mm/hg). The patient¿s conditions were stabilized by cortisone and furosemide administration. The input ps sheath was substituted by a non-medtronic sheath. Longer hospitalization occurred for the patient. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (reaction); (root cause of reaction cannot be determined); conclusions: known inherent risk of procedure (reaction); other (root cause of reaction cannot be determined).

Manufacturer narrative:
Evaluation results: (inconclusive, investigation in progress). No results available since no evaluation was performed (device discarded). Evaluation conclusion: inconclusive- investigation in progress. Device discarded by user unable to follow up. (B)(4).